Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing difficulties initiating communication between the ipg and the external devices. The pt also indicated that she has not used her system for more than a year. The pt is working with her physician to determine the next course of action.